Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the pediatric patient experienced a skin reaction with pimples, blisters, pustules, that extended beyond patch perimeter. The area was prepared with alcohol before placing the sensor on the body. The patient visited the hospital, was there less than 24 hours. There is no diagnostic test conducted. The skin reaction was treated with a dose of IV medication and oral prescription medication and steroid cream. There was no documentation of medical intervention. At the time of the report, patient condition was stable but with alleged scar on the arm. No photo or other details were provided. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).